Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had rapid helium loss. Equipment manager changed the helium tank on their cardiosave the previous night and noted that the tank was empty the following morning. Another tank was placed and within several hours it was empty again. There is no patient on the pump at this time. A facetime call was made and the tank appears to be correctly attached/connected to the pump. The o ring washer is present. The pump is in hybrid configuration. He has asked for someone to service today if possible. There was no patient involved.

Manufacturer narrative:
Updated field: e1- (site country), h6 (type of investigation, investigation findings, component code, investigation conclusions). Additional point of contact- (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced o-ring, knob he tank valve, screw set, special seal, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.